Event description:
Torn sheath on 8 fr ett (endotracheal tube) inline suction catheter. Same issue has occurred previously with numerous other ballard closed system inline suction catheters, both trach length and ett length. Prior report entered regarding trach length.